Event description:
Limited information is available. A dialysis facility technician reported that "during the last year", a pt experienced "air embolism type" symptoms during treatment on a hemodialysis machine that "could have been caused by" microbubbles of air traveling across the machine sensor without an alarm and going to the pt's bloodstream. The pt was admitted into the intensive care unit for one day and was reported as "ok."